Manufacturer narrative:
G1: manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - (B)(4). Baxter healthcare - (B)(4). The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of homechoice cassettes leaked from an unspecified location. This was observed during set up of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction g1: manufacturer name and address. G1: device manufacturer name: remove: baxter healthcare - mountain home and replace with see h11 g1: device manufactuer address: remove: 1900 n highway 201 and replace with see h11. G1: device manufacturer city: remove mountain home and replace with see 11. G1: device manufacturer state: remove: ar and replace with ni. G1: device manufactuer country: remove: united states and replace with ni. G1: device manufactuer postal code: remove: 72653 and replace with ni. Should additional relevant information become available, a supplemental report will be submitted.